Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 126. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported by the patient's father that patient's blood glucose (bg) was over 500 mg/dl. Patient's omnipod personal diabetes manager (pdm), has not recorded the dosage of insulin delivery properly and that the patient was hospitalized for diabetic ketoacidosis, dehydration and vomiting on friday (B)(6) 2019. They placed him on an intravenous therapy of fluids and glucose drip. The pdm did not record the delivery of insulin during a certain period of time during the day and that the pdm error code was not available with a memory issue for today on (B)(6) 2019, as there were no records showing the delivery of insulin administered. The patient's father advised that the hospital recommended a replacement of the patient's pdm due to its memory issues. The patient's father was advised that the medical event specialist team may follow up with him regarding the hospitalization event that involves the patient's pdm.